Manufacturer narrative:
(B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-based marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The performed long term test revealed no abnormalities. The inside of the pump revealed no abnormalities as well. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
(B)(4). The device arrived from user facility at our bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility ((B)(4)): over infusion.